Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Please refer to related pis (B)(4) for additional information included in this submission. On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra link meter was testing in settings mode, had displayed an "error 1" message and had a communication issue when his results were not being sent to his pump. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) contacted the patient. The patient stated that the alleged product issues began on "(B)(6) 2016 time unknown". The patient manages his diabetes with insulin pump therapy and stated that he found it difficult to know what changes to make to his usual diabetes management routine as a result of the alleged product issues. The patient claimed that "15-20 minutes" after the alleged issues began he developed symptoms of numb tongue, sweating and lightheaded. A further 15-20 minutes later the patient reported that he self-treated with more food and/or drink. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. There was no misuse of the meter. The patient was unable to get a result on the meter. The issue did not occur after removing or replacing the battery. Replacement products were sent to the patient. This complaint is being reported based on the following conclusions: the alleged product issues with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issues may have contributed towards symptoms indicative of an acute diabetes excursion.